Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 590 mg/dl. The customer stated that they were nauseous and treated the high blood glucose with manual injection. The customer reported that they received no delivery alarms. The customer's blood glucose was 382 mg/dl at the time of incident. Troubleshooting was done. The insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to perform plunger push. The customer sated that the insulin did exit during plunger push and manual prime. The customer performed high pressure test and the insulin pump passed. The reservoir will not be returned for analysis.